Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified the waveguide was broken off and fractured. It was reported that the device received a red light and would not activate during use. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. It was also reported that the device broke during use. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. It was additionally reported that the dissector prongs on the device were bent. A related device issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during prostatectomy, the device was difficult to activate and dissector prongs bent. The surgeon activated the tweezers on the tissue and soon presented an error (sound signal and red light) and when it was removed from the cavity, the tip of the tweezers was broken. Nothing fell into the patient's cavity. Another dissector was used and it worked fine. There was no patient injury.